Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor reads "high," however, specific blood glucose (bg) value was not provided. Reportedly, the customer had consumed carbohydrates and did not deliver a bolus. Customer administered a manual insulin injection to address elevated blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.